Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this right atrial (ra) lead had sinus rhythm with complete heart block (chb). It was also noted on the electrogram (egm) that the p waves were not very visible. The health care professional (hcp) mentioned an atrial lead anomaly. An atrial lead dislodgement was suspected. Moreover, boston scientific technical services (ts) noted that the patient had some strange rhythm. The ts then recommended to perform tests to see if it was sinus or some other rhythm and advised to consider imaging to see where the atrial lead is. To date, this lead remains in service. No adverse patient effects were reported.